Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to remediate the issue remotely. The system was manufactured on august 27, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A biomedical engineer reported that a nurse was having problems with vacuum prior to a procedure. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).